Event description:
This will be filed to report device entrapment. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with calcification, a long posterior leaflet and a small annulus. While advancing into the left ventricle, the clip became caught in chordae. Troubleshooting was performed but the clip was unable to be freed. Subsequently, the clip was implanted with chordae and leaflets attached. The procedure was concluded and the mr was reduced to grade 1. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.